Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had unstable blood pressure readings. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another initial reporter: (B)(6). Updated fields: b4, e3, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11 corrected field: b5 a getinge field service engineer was dispatched to evaluate the unit. The fse reported upon inspection, the iabp device was found to be functioning properly. The pressure connector and cable were checked and found to be in normal condition. A full system check was performed with no issues detected, and the device passed testing with a vital signs simulator. The device is operating as intended.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a unstable blood pressure reading. There was patient involvement but no harm reported.